Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 90 mg/dl. The customer reported that insulin pump screen has a white line across the screen. The customer reported that display was solid white. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was assisted with the troubleshooting of blank and partial display. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over/under delivery anomaly noted. No blank display, flashing display anomaly or missing segments/partial display anomaly noted. No white line noted on the display. No damage noted on the lcd glass. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit communicated properly with the test blood glucose meter. The test blood glucose value from the meter was transferred to the pump. No pump/meter communication anomaly noted. No moisture damage noted on the electronic assembly or on the motor.